Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no external damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "pump settings and patient data lost" messages. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was charged for four days and when it was turned on, the date and time was off. It was determined to be caused by the internal battery on the bad main board. The main board will be replaced during the repair process for the problem. No further actions taken.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed "patient data and settings lost" everytime pump was turned on. They charged device for 4 days but were still unable to save settings and data. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.